Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during electrode implant, the physician reported difficulty during tunneling, as resistance was observed. The process was completed and the electrode placed and the procedure completed. A few hours later, a pneumothorax was confirmed via CT scan. The following day, the electrode was explanted and replaced. No return of product is expected and due to the pneumothorax, an infection was anticipated.